Manufacturer narrative:
Date of this report: should have been (B)(6) 2014. All pertinent information available to abbott medical optics has been provided. Placeholder.

Event description:
The patient contacted abbott medical optics and reported that her intraocular lenses were implanted (B)(6) 2012. Patient states she is having problems with extreme light glare and halos (low sun angle and lights driving at night). Patient was told by eye surgeons that an explant surgery was very risky. The eye lens removal and implant of a monofocal lens is very risky with the chance of the eye capsule collapsing. Patient stated she felt mislead by her implanting surgeon who had recommended that multifocal lenses were best suited for her eyes. Patient stated she was informed that her iris was open too far for which she has received opinions from a couple of other eye care doctors, as well as the possibility of getting a lens exchange. Patient states that post implant, it had become hard to drive at night and it was almost blinding early morning; almost so that it has messed up her life. Patient stated she has gotten much worse after the lenses were implanted. Patient stated she had to put up special tinting in her car, and was required to have a secondary laser procedure to see better; however, the doctor forgot to put polarizing in the lenses. Patient stated she consulted with a recommended ophthalmologist in (B)(6) who informed her he would not do a lens exchange because she was from out of state. Patient has also looked into getting herself light adjusting lenses; however, she was told that the lenses are not on the market yet. The exact onset date of the patient's symptoms was not provided. No further information provided. Patient has companion lens in her left eye whereby, a separate MDR will be filed.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.